Manufacturer narrative:
Date of death, event, and implant: estimated dates. The device remains in the patient. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional unk rx prime and unk rx xpedition devices referenced are being filed under separate medwatch reports. The additional patient effects referenced is being filed under a separate medwatch report.

Event description:
This will be filed to report the deaths. It was reported through a research article identifying xience v, xience prime, and xience xpedition that may be related to death and serious injury. Patient details listed were for the majority of the patients in this study. Details are listed in the attached article, titled randomized comparison between 2-link cell design biolimus a9-eluting stent and 3-link cell design everolimus-eluting stent in patients with de novo true coronary bifurcation lesions: the begin trial.

Manufacturer narrative:
(B)(4).